Manufacturer narrative:
The product has not been returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
Mother called to state that her daughter has had elevated blood glucose levels over the last 2 weeks. With this current pod, her bg was as high as 463 mg/dl. Customer has been having trouble keeping the adhesive on her skin. With this pod, the mother thought the cannula was bent when removed. No further issues were identified.